Event description:
During a follow-up in clinic, a low sensing threshold and high capture threshold were noted on the right ventricular (rv) lead. Fluoroscopy imaging was performed and confirmed dislodgement of the rv lead. The rv lead was explanted and replaced. The patient was stable.